Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with fingerstick confirmation of 346 mg/dl and subsequent escalation above 400 mg/dl; the user recalibrated the pump, then administered 7 units of insulin by injection, disconnected, and shut down the device, and elected to continue manual injections while requesting additional training. Symptoms included none, consistent with hyperglycemia without reported clinical manifestations. Outcomes included a delay to therapy as the user transitioned off the pump to injections. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.